Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had a retropubic ivs sling in 2003 for stress urinary incontinence. He developed a mesh exposure and retropubic abscess with symptoms. After examination under anesthesia, a laparotomy for excision of abscess tracks retropubically and removal of previous mesh and repair of cystotomy was preformed on (B)(6) 2014. The patient made a full recovery post operatively.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had a retropubic ivs sling for stress urinary incontinence. Developed a mesh exposure and retropubic abscess with symptoms. Patients had offensive vaginal discharge. Examination under anesthesia, laparotomy for excision of abscess tracks retropubically and removal of previous mesh and repair of cystotomy. Patient made a full recovery post operatively.